Manufacturer narrative:
Date sent to the FDA: 4/17/2026 additional b5 narrative: patient reported the ultrapro advanced mesh. Patient experienced significant pain, which led to further evaluation. A CT scan revealed that the mesh had migrated into the bladder. The migration resulted in perforation of the bladder lining. Patient was informed that if she had waited any longe, they could have very well contracted gangrene, which could be life-threatening. As a result, the patient underwent revision surgery to remove the mesh. Following the removal procedure, the patient experienced additional adverse events, including pain in the bladder and kidney regions. The patient reported a persistent burning sensation during urination. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Add'l info received for mw5178098. Caller called to report ongoing pain and that the male version of her device has been recalled.

Manufacturer narrative:
Date sent to the FDA: 2/6/2026. Additional information: d6a, g1. Corrected: d1, d2b, e1, e4, g4 (PMA). Additional b5 narrative: it was reported that the patient underwent a hernia procedure on (B)(6) 2020 and ultrapro advance was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of hernia surgery did you have? Please provide the date of surgery. What ethicon product was used? Do you know the product name, code or lot number? How long after the procedure did your issues begin? Date of second surgery with new mesh implant? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your e-mail address and we will send a request for the following information: your surgeon¿s name, email, phone number, address, signature. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that patient that there was adverse events after the patient had mesh implant for hernia. Patient said they were hurting because the mesh got shattered and into the bladder. Patient said doctor told, if patient had not come to the hospital soon enough as patient did, patient would have gotten gangrene. Patient said the doctor removed the fragments and implanted another mesh and patient does not have any problem with the new implant. Patient said they were experiencing a lot of pain all the time. Patient is also having bowel and urinary incontinence. Device is not available for return. Additional information has been requested.